Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing to a new 23-inch, 6 mm infusion set and not performing the fill tubing process, with subsequent confirmation that insulin was dripping after a supply check and priming guidance. Symptoms included elevated blood glucose exceeding 300 mg/dl for a few hours without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no alerts indicating prolonged hyperglycemia, no medical intervention, and no assistance required. Investigation included customer service troubleshooting and follow-up contacts to verify insulin delivery and clinical status. Investigation of this case revealed user setup error related to infusion line not primed, resulting in temporary interruption of insulin delivery, followed by resolution once proper priming was performed, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user error in infusion set preparation leading to transient under-delivery of insulin.